Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that the setscrew of the connector broke while being tightened. The implant was drilled out, removed and replaced with a new connector. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.